Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. Based on the results of the investigation, it was determined that the spare lamp suddenly ignited due to a failure of the main lamp. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 9 years since the subject device was manufactured. As a result of checking the monthly analysis report for one (1) month, there was no increase trend. Olympus will continue to monitor field performance for this device.

Event description:
It was reported by the customer that the evis exera iii xenon light source spare lamp source suddenly turns on although the clv-190 states 200h of xenon lamp life. The event was found during the procedure. There was no report of harm or injury associated with this event.

Manufacturer narrative:
The device is expected to be returned for evaluation but has not yet been received. The investigation is ongoing and follow up with the user facility is currently being performed. A supplemental report will be submitted if any additional information is provided by the user facility